Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced increased incontinence due to urethral atrophy for a few months with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing aus was removed. A posterior reimplant procedure was performed in which a new system was implanted. The patient was said to be okay following the procedure.